Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the leadless pacemaker exhibited noise. Programming changes were suggested but unknown if they were made. No patient consequences were reported.